Manufacturer narrative:
The device was not returned. It was noted that the user had difficulty placing implant with yomi robot. The implant was placed inaccurately; however, based on the provided information, there is no discrete evidence to support the device undergoing a malfunction. Possible factors that may have contributed to this issue could be loss of system calibration, or other procedural factors (e.g., excessive patient movement). No additional patient injury was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that all implants appeared to be deep by about 2-3mm from the ideal position and had to complete bone reduction as a result. The next day, the user removed, redrilled, repositioned, and placed bone graft and a membrane in two out of the four planted implants. No additional patient injury was reported as a result of this event.